Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dbs therapy worked well for about 4 years, but in the last few years the dbs therapy has not been working that well anymore. The patient stated that they started getting worse and their doctor put them back on medication (gabapentin). The patient stated that they were taking up to 4 pills of gabapentin a day but it wasn't working that well for them, so they decided to go down to taking 2 pills of gabapentin a day. The patient stated that the gabapentin was giving them nightmares. The patient stated that they tried some "other stuff" that was a barbiturate, but that was worse. The patient said they reported this issue to their managing healthcare provider, but the patient said the doctor doesn't really care. The patient said they are considering moving to chicago and asked if there are doctors in chicago that could manage a dbs system. Agent reviewed that there are physicians in chicago familiar with dbs who could implant and/or manage a dbs system. The patient also mentioned that they were told their current ins should last 6 years, but the dbs therapy app indicated that the ins only has a year and half remaining. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.